Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated and stayed in the shield.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated and stayed in the shield.